Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb alarm on the gas supply device went off and it was unable to insufflate co2. The doctor noticed that it wasn¿t able to insufflate co2 when the alarm went off. There was no problem with the gas supply device. There may have been something wrong with the one-way valve of the gas port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The harvesting cannula was returned to the factory for evaluation. Signs of clinical use and specks of blood were observed on the cannula handle. Traces of blood were observed on the harvesting cannula, and the c-ring. There were no nonconformance observed to the distal insufflation connector of cannula and co2 insufflation port of btt. The device was evaluated for the proper flow of air flow through the distal insufflation tube using a calibrated. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test. Based on the testing results the values are within the calibrated range. Based upon the returned condition of the device and the results of the investigation, the reported complaint " improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb alarm on the gas supply device went off and it was unable to insufflate co2. The doctor noticed that it wasn¿t able to insufflate co2 when the alarm went off. There was no problem with the gas supply device. There may have been something wrong with the one-way valve of the gas port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.